Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the reported issue occurred during a planned (non-emergency) procedure which was completed by moving the patient to another system. A philips field service engineer (fse) went onsite and confirmed the reported problem. The system logfile was reviewed and it were found that the system startup failed, and the suite-pc experienced an unexpected power outage. During troubleshooting, the fse found an issue with the fan tray, which prevented the system from booting up. To resolve the reported issue, the fse replaced the power distribution unit (pdu) fantray and direct current power supply (dcps), and the system was returned to use in good working order.

Event description:
It has been reported to philips that the system would not boot. There was no reported patient or user harm. A philips field service engineer (fse) replaced fan try power distribution unit (pdu) along with the dc power supply, and returned the system to use in good working order.